Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Fax was provided as (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for one patient sample. The initial tsh result was 0.043 and the repeat result was 3.4. The initial ft4 result was 0.023 and the repeat result was 1.02. The units of measure were requested but were not provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
Based on the available information, a specific root cause could not be determined. A general reagent issue could not be detected. A possible cause for this type of issue is the pipetting of an insufficient amount of sample volume which can be caused by microclots/fibrin filaments in the sample or an incorrect/tilted position of the sample tube due to the customer not using the recommended sample tube rack adapters.